Event description:
Related manufacturer reference number:2017865-2022-39665. It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the pacemaker setscrew was stripped and the right ventricle (rv) lead was failing to remove from header. The pacemaker was broken during the process of removing the rv lead. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.